Event description:
It was reported that approximately two months post implant procedure the patient presented with ¿significant clinical symptoms¿ and an right ventricular (rv) lead perforation was confirmed via imaging. The rv lead was subsequently explanted. It was noted during rv lead removal that the patient developed a right-sided pneumothorax requiring a chest tube and additionally experienced right lung collapse unexpectedly. A new rv lead could not be implanted due to the patient being too ill following removal and too distressed to implant again. The device was programmed without an rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5, e1, g3 (initial aware date= 12-dec-2024). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two months post implant procedure the patient presented with ¿significant symptoms¿ and an right ventricular (rv) lead perforation was confirmed via imaging. The rv lead was subsequently explanted. It was noted during rv lead removal that the patient developed a right-sided pneumothorax requiring a chest tube and additionally experienced right lung collapse unexpectedly. A new rv lead could not be implanted due to the patient being too ill to proceed. No further patient complications have been reported as a result of this event.